Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, occluded, no delivery/occlusion alarm, retainer ring damage, reservoir unable to lock into place. The customer reported no adverse event. The event involved product(s) acc-1599, mmt-397a, mmt-1884l, mmt-332a. Troubleshooting was performed and customer reported insulin flow blocked alarm (past/resolved event). No harm requiring medical intervention was reported. No product return is required for acc-1599. No product return is required for mmt-397a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. However, was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer ring. Unit successfully downloaded to thump. Was unable to verify insulin flow blocked alarms due to missing retainer ring. No insulin flow blocked alarms noted in pump downloaded history near the event date. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube. Peeling serial number label, corroded battery tube, missing reservoir tube o-ring, detached retainer, cracked reservoir tube. Pump was unable to perform required test or verify insulin flow blocked alarms due to missing retainer ring. However, cosmetic damage at belt clip rails was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.